Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 22mm in length and extended from a position 7mm distal of the proximal markerband to 8mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found an inner shaft kink 9mm distal from the proximal markerband. Both markerbands were undamaged and present on the shaft of the device. D4 lot number: updated from 0025882351 to 0027475310. E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred, and removal difficulties were encountered. The 90% stenosed target lesion was located in a left autogenous arteriovenous fistula in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced over a guidewire to dilate the lesion. The balloon was inflated twice at 20 kpa (kilopascal) at the narrow segment of the lesion and then a third inflation at 22 kpa. The device was removed with difficulties and the balloon was found to be ruptured lengthwise after retrieving. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred, and removal difficulties were encountered. The 90% stenosed target lesion was located in a left autogenous arteriovenous fistula in a moderately tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced over a guidewire to dilate the lesion. The balloon was inflated twice at 20 kpa (kilopascal) at the narrow segment of the lesion and then a third inflation at 22 kpa. The device was removed with difficulties and the balloon was found to be ruptured lengthwise after retrieving. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.